Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. "This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, the pump was disaligned and a screw was found to be the cause of the disalignment after reassembly, the device passed all performance tests. The pump was retuned to customer in compliance with our essential performances. Without photo to confirm the defect, this complaint cannot be confirmed, but the root cause is likely due to a loose screw, please be informed that a CAPA is open to address the subject of "loose screw." This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
The following has been reported: membrane - vp. Closing comments: came disaligned, disassembled and found a screw stuck which was causing the disalignment. Taking the stuck screw was a bit time consuming as it was not coming out. Aligned it back. Did a functional check, replaced the membrane. Was having a disrupted connection with partner-did multiple restarts . Completed the functional check. Works fine. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.